Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. One used lf5544 was received for evaluation. The returned sample did not meet specification as received. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. Visual inspection found the clear insulation was damaged. The reported condition was confirmed and the sample failed hi-pot testing. The investigation identified the root cause of the reported event to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. Manufacturing non-conformance review could not be completed since the lot number is unknown.

Event description:
The customer reported that during the procedure the insulation was noticed to be damaged. Another device was opened to continue the procedure. There was no patient harm. Nothing fell into the patient's cavity. Upon receipt for investigation half of the clear insulation was missing and was not returned. Additionally the device failed hi-pot testing.